Event description:
The following info was provided on a device tracking registration form: did not go in body. Would not track. Had to be removed using a snare. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.